Event description:
It was reported that the customer was having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend 15 minutes after receiving a sensor glucose reading of 51 mg/dl when the actual blood glucose level was 95 mg/dl. Explained that the sensor glucose and blood glucose difference was acceptable. Troubleshooting was done. The customer mentioned an instance in which he took two glucose tablets based off a sensor glucose reading of 70 mg/dl. The customer discovered 45 minutes later that his blood glucose was 327 mg/dl, which he treated with a bolus. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.